Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The patient's blood glucose level was 4.7 mmol/l at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with an error that was confirmed in the long trace; the long trace confirmed the insulin pump error root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case, missing retainer ring, cracked select button keypad overlay, missing reservoir tube o ring and pillowing keypad overlay..